Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure spring/device came out') in a (B)(6)-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 month 31 days after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: right: 5 ,left: 8 trailing coils discrepancy noted: date(s) of insertion: (B)(6) 2016. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received - case was upgraded from non-serious incident to serious incident. Essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure spring/device came out') in a 35-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 month 31 days after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: right: 5 ,left: 8 trailing coils. Discrepancy noted: date(s) of insertion: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.